Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The lead was forwarded to detailed analysis for further investigation. It was revealed that the helix mechanism test failed due to deformed helix being bent and stretched.